Event description:
On (B)(6) 2017 I got the procedure of breast implants done, from mentor. I have noticed symptoms showing up ever since. It started with irregular menstrual period and some times since (only happened about 5 times) I bleed way too much. I have to change 5 pads an hour for 15-24 hours. Right after I noticed fatigue and anxiety. Heart palpitations came a month after the mentioned symptoms. Right now I'm dealing with mucus, I'm getting more and more sensitive to foods, I got severe sinus (I've never had sinus in my life before), my chest is tight, heart palpitations and chest tightness has gotten worse the last 10 months. I still have fatigue, cant train many days after each other as I used to. If I do so, I'll need more than a week to recover. When I walk I get extremely tired and breathe very heavily, even if I've just started there walk and it's a bit up the hill. The last year, I've had so much fungus, it's not normal. I also have brain fog, hard concentrating for too long, I get so extremely tired from it, I mumble and have mood swings. I'm not as positive as before and it's only going downhill. Also a little bit depressed. Also, right now, badly neck pain for the last 4 weeks, seeing a physio and a chiropractor for that. Problems with gastro; I'm usually very active and very healthy, so this is a very drastic change for me. I've consulted with doctors since and no one can find anything than being low on iron (I take iron supplements for that now). FDA safety report ID#: (B)(4).